Event description:
Additional information received from the consumer reported that she has to charge the implant every day and she cannot take it. The patient stated that the device needed to be fixed because she needs the therapy because she has a lot of pain. The patient reported that the manufacturer representative changed the program but something needed to be done. The consumer stated that the implant does not seem to charge all the way.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient was charging too often. The patient stated their ins battery was not lasting a full day. They could not get it to charge sufficiently or get a charge complete screen and that it dropped down to 50% quickly. The manufacturer representative met the patient on (B)(6) 2016 and was able to get good coupling at that time with re-education on the charging process. On a later date the recharge statistics were brought up on the physician programmer and found that the typical duration was 1.4 hours, typical interval was 0.7 days, and typical coupling was all 8 bars. The patient was currently at 25% battery charge. The last recharge session on (B)(6) 2016 had an average of 0 coupling bars and lasted 5 minutes with 4 minutes of no recharge due to poor telemetry. Voltage testing was done due to the poor coupling. The patient reported that they stayed up to charge their device on this particular night and that they do not charge while sleeping. The program settings were set to group d running continuously with program 1 at 9.1v, 200 pw, 200 hz, 565 ohms and program 2 had 6.8v, 200pw, 200 hz, and 650 ohms. The patient was unhappy with the amount of time it took to recharge their device. It was reported that they did not know when these issues began and there was no resolution at the time of the report. No symptoms were reported. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
F.10.patient codes : c76143. Device codes : c63026 c63030 c63271. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Supplemental to update f.10 codes, code c76143 no longer applies f.10.patient codes : c3303. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.